Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The electromagnetic interface box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The communication cable for the electromagnetic interface was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The I/o hub chain and axiem system were replaced. The axiem , and cable as well as the computer were also replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system became unresponsive several times since the computer was replaced about 3 months ago. The system ran slowly, and this had previously occurred prior to the computer replacement. When the system was first turned on, it had been turned off from 24 hours, the system would sometimes be unresponsive and would not complete the boot process. The site would reboot 1-3 times before the system would fully boot. The system was also running extremely slow, taking longer to move through the software than it used to and that impacted exam loading at times. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.